Manufacturer narrative:
A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 03sep2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. H3 other text : investigation complete.

Event description:
It was reported that the device had an alarm- error code/ messages- replace power supply board. No patient involvement.

Event description:
It was reported, that the device had an alarm error code messages, replace power supply board. No patient involvement.

Manufacturer narrative:
The affected device has been received. And an evaluation is pending. A follow up report will be submitted, once the evaluation is completed.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that the device had an alarm- error code/ messages- replace power supply board. No patient involvement.